Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 500 mg/dl. Cause of bg level was not known. Customer went to the emergency room. And was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin and was discharged 2 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.